Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and device dislocation ('migration') in a 27-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, restless leg syndrome and endometriosis. Concomitant products included caffeine;paracetamol (excedrin) from (B)(6) 2014 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco)(B)(6) 2014 to (B)(6) 2014, lamotrigine (lamictal) since (B)(6) 2018, lurasidone hydrochloride (latuda) from (B)(6) 2016 to (B)(6) 2017, medroxyprogesterone acetate (depo-provera) (B)(6) 2014 to (B)(6) 2014, olanzapine (zyprexa) from (B)(6) 2018 to (B)(6) 2018, propranolol hydrochloride (inderal) from (B)(6) 2018 to (B)(6) 2018 and ramipril (vivace) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal area") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), 2 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and the first episode of anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the second episode of anxiety ("emotional anguish"), vaginal haemorrhage ("abnormal bleeding vaginal/excessive vaginal bleeding"), menorrhagia ("menorrhagia"), skin lesion ("rashes or skin conditions type: lesions"), back pain ("lower back area"), migraine ("migraine") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, migraine and hypersensitivity had resolved and the device dislocation, the last episode of anxiety, hot flush, depression, skin lesion, nausea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hot flush, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, skin lesion, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Treatment received for pelvic pain, abnormal bleeding, psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: migration, allergic reaction. Outcome of previously added events abnormal bleeding(vaginal) was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and device dislocation ('migration') in a 27-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, restless leg syndrome and endometriosis. Concomitant products included caffeine;paracetamol (excedrin) from (B)(6) 2014 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco)(B)(6) 2014 to (B)(6) 2014, lamotrigine (lamictal) since (B)(6) 2018, lurasidone hydrochloride (latuda) from (B)(6) 2016 to (B)(6) 2017, medroxyprogesterone acetate (depo-provera)(B)(6) 2014 to (B)(6) 2014, olanzapine (zyprexa) from (B)(6) 2018 to (B)(6) 2018, propranolol hydrochloride (inderal) from (B)(6) 2018 to (B)(6) 2018 and ramipril (vivace) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal area") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), 2 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and the first episode of anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the second episode of anxiety ("emotional anguish"), vaginal haemorrhage ("abnormal bleeding vaginal/excessive vaginal bleeding"), menorrhagia ("menorrhagia"), skin lesion ("rashes or skin conditions type: lesions"), back pain ("lower back area"), migraine ("migraine") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, migraine and hypersensitivity had resolved and the device dislocation, the last episode of anxiety, hot flush, depression, skin lesion, nausea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hot flush, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, skin lesion, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Treatment received for pelvic pain, abnormal bleeding, psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jun-2020: quality-safety evaluation of ptc. (Product technical complaint) . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 27-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, restless leg syndrome and endometriosis. Concomitant products included caffeine;paracetamol (excedrin) from october 2014 to september 2018, hydrocodone bitartrate;paracetamol (norco)26-feb-2014 to october 2014, lamotrigine (lamictal) since (B)(6) 2018, lurasidone hydrochloride (latuda) from january 2016 to january 2017, medroxyprogesterone acetate (depo-provera)28-feb-2014 to august 2014, olanzapine (zyprexa) from january 2018 to may 2018, propranolol hydrochloride (inderal) from september 2018 to december 2018 and ramipril (vivace) from january 2016 to june 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal area") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), 2 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and the first episode of anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of anxiety ("emotional anguish"), vaginal haemorrhage ("abnormal bleeding vaginal/excessive vaginal bleeding"), menorrhagia ("menorrhagia"), skin lesion ("rashes or skin conditions type: lesions"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back area") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain and migraine had resolved and the last episode of anxiety, hot flush, vaginal haemorrhage, depression, skin lesion, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, nausea, pelvic pain, skin lesion, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a (B)(6) female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, restless leg syndrome and endometriosis. Concomitant products included caffeine;paracetamol (excedrin) from (B)(6) 2014 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) (B)(6) 2014 to (B)(6) 2014, lamotrigine (lamictal) since (B)(6) 2018, lurasidone hydrochloride (latuda) from (B)(6) 2016 to (B)(6) 2017, medroxyprogesterone acetate (depo-provera) (B)(6) 2014 to (B)(6) 2014, olanzapine (zyprexa) from (B)(6) 2018 to (B)(6) 2018, propranolol hydrochloride (inderal) from (B)(6) 2018 to (B)(6) 2018 and ramipril (vivace) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal area") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), 2 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced fatigue ("fatigue,"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and the first episode of anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of anxiety ("emotional anguish"), vaginal haemorrhage ("abnormal bleeding vaginal/excessive vaginal bleeding"), menorrhagia ("menorrhagia"), skin lesion ("rashes or skin conditions type: lesions"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back area") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, back pain and migraine had resolved and the last episode of anxiety, hot flush, vaginal haemorrhage, depression, skin lesion, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, hot flush, menorrhagia, migraine, nausea, pelvic pain, skin lesion, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 14-may-2019: plaintiff fact sheet- lot no. Added. Events emotional anguish, hormonal changes describe: hot flashes, abnormal bleeding vaginal, menorrhagia, psychological or psychiatric problems condition: depression and mental anguish, rashes or skin conditions type: lesions, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, abdominal area, lower back area, migraine were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.